Event description:
It was reported that the atrial lead had high threshold, undersensing and was dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the outer insulation was breached cut/apparent explant damage; the full lead was returned for analysis. Blood/body fluid was present on the helix mechanism and the proximal conductor. Visual analysis revealed the proximal conductor was distorted, and the lead was stretched. The lead was returned with the helix partially retracted with blood and tissue on it.